Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found the inner sterile pouches are broken into multiple pieces. Evaluation of the outer pouch found no damage. Sterility has not been breached. This complaint has been confirmed by evaluation of the returned product. The device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the packaging is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the surgeon found that the inner sterile packaging of the distal femoral peg component was torn and disintegrated. The surgeon used the pegs to complete the procedure. No patient impact or adverse events have been reported as a result of the packaging malfunction. It was reported that no further information is available.